Manufacturer narrative:
Continuation of medical devices: product ID 37092, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ¿it¿ had not been working for ¿sometime¿. The patient stated that they had been going to the bathroom all the time. No accidents or trauma were reported. The patient had not checked the ins to verify the therapy was on or active for ¿sometime¿ and no actions had been taken prior to the report. When the patient tried to use the programmer to check the device today ((B)(6) 2018), they were not able to connect or do telemetry with the ins (poor communication), with or without the antenna attached. When it was confirmed the antenna was securely attached and synchronized to the ins, the issue was not resolved. When the programmer (without the antenna) directly over the ins and synchronized, they issue was still not resolved. It was noted the patient had not recently been implanted or had revision surgery. The patient was redirected to follow up with their healthcare professional (hcp) to have their device checked. Information was received from the health care professional and it was reported that patient was last seen in the office (B)(6) 2017 and had no complaints at that time. Additional information was received and it was reported that the patient received the replacement programmer and antenna but it was still not working, as there was still the poor communication issue. Patient was not getting symptom relief. No further complications were reported.